Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0ebwt, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported that patient recovered without sequela. The patient stated that it shocked on several occasions at least 3 times.

Event description:
Additional information received later indicated that the stimulator was removed on the day prior to this report.

Event description:
It was reported that on the day of this report patient was seen by the health care provider (hcp) and patient reported that her symptom had not been at same improvement level as they have been in past .she stated that 3 days prior to call she felt a "shock" 2 different times and she cut the neurostimulator (ins) down with her programmer. It was noted that it shocked her again 2 day prior to report while just sitting outside, and also 1 day prior to report. She reported the feeling as a bad spasm in her back and over where the battery was, she stated the feeling shoots into the pelvic area and causes tightening and a twisting feeling. It was noted that on the day of the call adjustments were made with the programmer and she felt stimulation on both sides at different times and around her upper buttocks and "crack" on approximately 2.5 amps. We had it on the -1,-2 and + 3 at approximately 2.5 -3 amps. She stated it felt very light and comfortable. As we were about to leave the room she leaned against examination table and stated it shocked her again and she was moaning and holding her right hip. The hcp immediately turned off her ins. The hcp sent her to hospital to have an ap / lateral sacral view done on the day of this report. It was reported that the hcp confirmed that the lead placement was accurate. It was indicated that the hcp will call patient in the morning after the call and see if she wanted device removed .the patient also reported that she had gone in the restroom and after adjusting the program she voided straight blood. It was noted that the patient did not report any trauma or fall. A normal elective replacement indicator (eri) was also reported. Additional information received 3 days later indicated that the patient was being scheduled for removal of entire device in next couple weeks, possibly first 2 weeks in may. The patient had been instructed to leave device off until removed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the neurostimulator (ins) (B)(4) revealed insignificant anomalies, functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.